Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required a magnetic resonance imaging (MRI) scan and the implantable pulse generator (ipg) could not be programmed to asynchronous pacing. The right atrial (ra) lead was noted to have a rising and high impedance value and high thresholds. The MRI has not been carried out. Reprogramming was carried out. The device and lead remain in use. No patient complications have been reported as a result of this event.